Event description:
It was reported that a dexcom g7 sensor lost signal to the ilet, and the user attempted a bluetooth toggle and re-pair; a new pairing was completed and the user was advised to wait for the warmup and replace the sensor and contact the cgm manufacturer if the connection did not reestablish. Symptoms included loss of cgm connectivity. Outcomes included temporary interruption of cgm data to the ilet. Investigation included user-guided troubleshooting and education regarding reconnection and sensor replacement. Investigation of this case revealed that the signal loss was limited to the cgm-to-ilet communication pathway. It was concluded that the event involved cgm connectivity interruption, with user instructed to complete warmup and replace the sensor if needed and to follow up with the cgm manufacturer for further support.